Event description:
Customer reported that a piggyback of potassium phosphate was started at 63.75ml/hr to go over 4 hours (total volume of 255ml). When the nurse returned to the room 1.5 hours later, the entire 250ml secondary bag was found empty. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.